Manufacturer narrative:
At analysis the analyzer generated a warning during the bench test "loss of communication". Though the analyzer was reset three times the warning kept recurring. The analyzer was being sent on for repair and reallocation.

Event description:
The software analyzer which was originally returned as part of an inventory reduction initiative subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.